Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the shell would not close. It would not latch no matter how it was operated. Another shell was used to resolve the issue in order to complete the case.